Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and provided programming recommendations, however, no intervention was performed. The patient was stable and will continue to be monitored.